Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
The customer reported that the syringe initially filled up with mostly air and only a few cc's of fluid from the patient. (Normally on the first pull to drain fluid it is typical to get ~3-5 ml of air into the syringe which is the air pulled back from the empty tubing but the syringe should be filled with mostly fluid) however, in this instance, the whole syringe filled with air due to the malfunctioning valve. The malfunction allowed us to pull air from the empty drainage bag as well as from the patient. At this point we utilized the stopcock on the kit to stop any flow to or from the patient and double checked our connections. After we ensured the tubing was connected properly and that all connections were secure we again attempted drainage. We again got fluid mixed with air and when we attempted to expel the drainage into the collection bag we witnessed air from the syringe traveling in the tubing back towards the patient (no air reached the patient as we were carefully watching the tubing). This demonstrated malfunction of both one-way valves. We again used the stopcock to prevent flow to or from the patient, disconnected the tubing and utilized a syringe obtain our sample (in this case we only needed a small fluid sample). I took a picture of the lot number at the end of the procedure. Post-procedure cxr was without pneumothorax.

Event description:
The customer reported that the syringe initially filled up with mostly air and only a few cc's of fluid from the patient. (Normally on the first pull to drain fluid it is typical to get ~3-5 ml of air into the syringe which is the air pulled back from the empty tubing but the syringe should be filled with mostly fluid) however, in this instance, the whole syringe filled with air due to the malfunctioning valve. The malfunction allowed us to pull air from the empty drainage bag as well as from the patient. At this point we utilized the stopcock on the kit to stop any flow to or from the patient and double checked our connections. After we ensured the tubing was connected properly and that all connections were secure we again attempted drainage. We again got fluid mixed with air and when we attempted to expel the drainage into the collection bag we witnessed air from the syringe traveling in the tubing back towards the patient (no air reached the patient as we were carefully watching the tubing). This demonstrated malfunction of both one-way valves. We again used the stopcock to prevent flow to or from the patient, disconnected the tubing and utilized a syringe obtain our sample (in this case we only needed a small fluid sample). I took a picture of the lot number at the end of the procedure. Post-procedure cxr was without pneumothorax.

Manufacturer narrative:
Pr 1405381 follow up emdr for device evaluation eight representative samples were received for evaluation. Sample evaluation confirmed the reported failure mode (leakage). Five samples were evaluated. Four passed water/air leak testing. One sample failed leak testing, when the syringe was initially drawn back it was filled mostly with air. Of the remaining three samples two were sent to members of bd¿s research and development team and one was sent to the supplier of the identified defective material (universal drainage set p/n (B)(6). The most probable root cause for the reported failure mode was defective material (universal drainage set p/n (B)(6). A device history record review of all applicable manufacturing records for lot 0001335444 did not identify any issues that may have contributed to the reported failure mode. The most probable root cause for the reported failure mode was defective material (universal drainage set p/n (B)(6). As the identified defective material (universal drainage set p/n (B)(6) is a supplied part scar (supplier corrective action request) has been issued to the supplier. In addition, a CAPA (corrective action preventive action) has also been initiated to address this issue.